Manufacturer narrative:
Multiple requests for product return were sent to the customer but (B)(4) was not returned for evaluation. A correlation between the device and the report of suspected thrombus could not be confirmed. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 2 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the vad clinicians suspected device thrombosis or occlusion. There was no elevation on the lactate dehydrogenase (ldh) levels; however, a ramp echocardiogram and a right heart angiogram showed that the pump was not operating as expected. The patient underwent a pump exchange on (B)(6) 2017. No additional information was provided.